Event description:
It was reported that during a cryo ablation procedure after freezing four pulmonary veins and preparing to perform additional ablation on the left lower pulmonary vein, the patient's blood pressure dropped. Fluoroscopy was performed and identified pericardial tamponade. A pericardial puncture and drainage were performed immediately. After extracting about 800 milliliters (ml) of effusion, the patient's blood pressure still could not be maintained stable (the lowest was 66/45) and was subsequently sent to surgery for openthoracotomy repair. The cryoablation procedure was aborted and the patient was not under general anesthesia. The patient's hospitalization was extended and the patient was in the cardiac care unit (ccu). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012247281 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 0.80 inches from the tip. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.04318 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.00571 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.03354 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of cardiac tamponade and hypotension occurred during the procedure and cannot be assessed through data analysis. The sheath failed return inspection due to a shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed 27 applications were performed using an afapro28 balloon catheter with lot number 37153. The patient file did not show any system notices on the reported date of the event. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of cardiac tamponade and hypotension occurred during the procedure and cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.